Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-02078. Further evaluation of the event revealed that incorrect catalog number was previously reported. The corrected catalog number is now reported. H3 other text : summary investigation.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the patient called stating there was a bubble on the gum tissue where the implant was placed and the patient was evaluated. A parulis was noted on the facial of site #19. Implant was dull to percussion, implant was removed. Surgical site was thoroughly debrided down to healthy bone. A complete dehiscence of buccal bone was noted. The site was grafted. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.